Event description:
It was reported that the patient the patient presented remotely via (B)(6). Interrogation of the implantable cardioverter defibrillator showed post paved t wave over-sensing. Programming changes were made. The patient was stable.